Event description:
It was reported that the coil (subject device) was deployed in the aneurysm and detached. However, as the physician was withdrawing the delivery wire, approximately 2cm of the detached coil was pulled back into the microcatheter. The physician cut off the hub of the microcatheter and removed the coil and the microcatheter as one unit using a goose snare. There was no clinical consequence to the patient.

Event description:
It was reported that the coil (subject device) was deployed in the aneurysm and detached. However, as the physician was withdrawing the delivery wire, approximately 2cm of the detached coil was pulled back into the microcatheter. The physician cut off the hub of the microcatheter and removed the coil and the microcatheter as one unit using a goose snare. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The visual and microscopic investigation of the returned device found that the proximal contact was kinked and the delivery wire was extremely kinked. These observations were most likely related to the manner the device was handled. The main coil was detached at the detachment zone and found to be kinked and stretched. The main coil appeared to have detached via electrolysis. Based on the information provided and investigation results it was probable that the reported event of the coil migration and medical intervention and observed issues of the main coil kink and stretch were related to some procedural factors limited the performance of the device. Therefore, it was determined that the event was related to operational context.